Event description:
It was observed during the device inspection that the duodenovideoscope¿s distal end cover was cracked. There were no reports of patient involvement.

Manufacturer narrative:
E1: address continued- alexandra technopark blk b, #03-07/12the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to e1 of the initial medwatch. The customer information should not have been included as the tier 2 malfunction was found during estimation by olympus. Correction to the g3 of the initial medwatch. The aware date should be 15 sep 2024. This is not a late report. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the crack on the distal end cover, but a definitive root cause could not be determined. There were no signs of a defect that could have caused the malfunction, or any evidence of the user¿s handling deviated from the instructions for use (IFU) with the device. The event can be detected/prevented by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Operation manual_ important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.